Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:39:29. During night drain cycle one, the patient's ultrafiltration reading was 1055ml, indicating the home patient (hp) drained 1055ml more than their maximum programmed fill volume of 1600ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was verified through an event history log review. The cause was an unexpected ultrafiltration relative to other therapies. Should relevant additional information become available, a follow-up report will be submitted.